Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation as no parts were replaced. The site declined to have a medtronic representative come to site and have any work done. The medtronic representative reported hearing that the imaging system had been used in a case prior to the issue and then left unplugged. It has since been used without issue. No further issues reported. Issue was resolved. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) of the imaging system lost power as soon as it was unplugged from the wall where it was being stored and charged. To troubleshoot, the imaging system was plugged back in and rebooted. There was no patient present when this issue was identified.